Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose in range of 40 mg/dl and 50 mg/dl which was treated with glucagon shots and also drank up 7-up along with eating candy. Customer¿s current blood glucose was 300 mg/dl. Insulin pump will not be return for analysis.